Event description:
One screw came loose. The product was no longer inserting through the shaft of the end effector.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.